Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was duplicated and attributed to a disconnected lcd color display cable at a connector on a backlight driver module board. The lcd color cable was reseated to resolve the report. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.